Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm valve implanted for eight days was explanted due to endocarditis from propionibacterium, dehiscence, sepsis, vegetation, elevated gradient, and restricted leaflet motion. A 29mm valve was implanted in replacement. The patient was returned to the ICU in stable condition. The patient left against medical advice on pod #12. Per received records, the patient underwent mitral valve replacement one week ago for bacterial endocarditis with strep mitis. Postoperatively, the patient had recurrent fevers, leukocytosis, and echo evidence of what appears to be vegetation on the ventricular side of the leaflets of the mitral valve, as well as a rocking motion of the valve suggesting early dehiscence. The patient was referred to the operating room for exploration. Intraoperatively, the valve did not appear to be adequately attached to the posterior annulus. There was a significantly elevated gradient of 6mm across the valve. There was some restricted motion of the posterior leaflet. The 27mm valve was explanted and replaced with a 29mm valve. After confirming with transesophageal echo that the valve function was adequate, the patient was returned to the ICU in stable condition. The patient left against medical advice on pod #12. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed, and no events with the same defect were found. H11. Corrected data: updated section h6 (conclusion)

Manufacturer narrative:
Reference CAPA-20-00141.